Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid around the right implant", "recalled implants", and "pain."

Event description:
Patient reported right side exchange due to concern with textured product, pain, and fluid around right implant verified by ultrasound. Patient additionally reported sickness and hair loss; these events are not device related. Device remains implanted.